Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplement.

Event description:
It was reported via the competent authority that at the hospital, a patient underwent a revision surgery, in 2009, after the nail had broken. It was also reported that there was a femoral fracture at the trochanteric level. It was further reported that the nail had been implanted in 2008.